Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that after an implantation time of 47 months, this lead was explanted on (B)(6) 2014 due to impedance >3200 ohms. No adverse patient side effects have been reported.